Manufacturer narrative:
G3 correction: the g3 of the previous report should have been nov 16, 2023.¿

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's left ventricular lead was explanted due to dislodgement. The patient's condition was unknown.